Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-13998ql labral scorpion lot number: 15256881 was received for investigation. Visual evaluation noted no problems with the exterior of the device. Functional testing was performed by using the finger of the returned device to actuate the jaws of the device. It was noted that the jaws would not close all the way. The cause can be attributed to an internal manufacturing issue addressed in ncr-28217. Refer to record cross reference.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/05/2024, it was reported by a sales representative via sems-06655352 that an ar-13998ql labral scorpion jaws do not close all the way. This occurred during a case. There was no additional information provided, and additional information has been requested.